Manufacturer narrative:
No patient weight was available.

Event description:
It was reported the physician was implanting a gore® cardioform septal occluder to close a patent foramen ovale (pfo). The pfo was crossed with a .35 amplatzer super stiff guidewire and the device was advanced and deployed. When the device was being deployed the patient complained of chest discomfort. The device was locked and released. On intracardiac echocardiography, a pericardial effusion was noted. The patient¿s pressures dropped, the patient went into cardiac tamponade and a pericardiocentesis was performed to stabilize the patient. The patient was taken to surgery to find and repair the perforation. One stitch was used to close the perforation in the roof of the left atrium. The patient did not need to go on by pass and was doing well following the surgery. The device remains implanted.